Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation of the subject part is complete, k2m inc. Will file a supplemental report indicating the findings. In situ.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a fractured 3 level plate. The patient reportedly had a fractured 3 level plate approximately 5 months post-op. There has been no revision surgery to date.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. The fracture occurred through the plate's screw holes (second row of screw holes from the bottom of the construct), which is where plates typically fracture due to the reduction in cross-sectional area. The x-ray was also analyzed for any signs of fusion/non-union, but no determinations could be made due to the quality of the x-ray. In closing, no root causes could be determined, as the plate was left in the patient and could not be analyzed, and no conclusions could be drawn from the provided x-ray. The complexity of the case, however, may have contributed to this incident, as the plate fractured just below the corpectomy cage. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. In situ.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a fractured 3 level plate. The patient reportedly had a fractured 3 level plate approximately 5 months post-op. There has been no revision surgery to date.